Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: the station properties for bottle 5 (95% ethanol) were reset at 09:57:31am on 27 august 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=91.2%, cycle=8, cassettes=658 and days=4. Bottle 4 (80% ethanol) was not in contact with the corresponding sensor for 17 minutes and 15 seconds from 9:39:52am on 27 august 2020, which is sufficient time to replace the reagent, and at 09:57:10am on 27 august 2020 for 33 seconds. The station properties were reset at 09:57:50am on 27 august 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 4 prior to these user actions were: ethanol concentration=76.6%, cycle=8, cassettes=658 and days=4. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "fat" protocol comprising 136 cassettes, which started in retort b at 16:35pm on 27 august 2020 and completed at 04:33am on 28 august 2020. The reagent in bottles 4 (80% ethanol) was used for the first time following replacement in the final dehydration of this protocol. Bottle 5 (95% ethanol) was not used in this protocol. The station properties for bottles 1 (formalin); 2 (formalin); 3 (ethanol); 4 (ethanol); 5 (ethanol); 6 (ethanol); 7 (ethanol); 8 (ethanol); 9 (ethanol); 10 (ethanol); 11 (xylene); 12 (xylene); 13 (xylene); 14 (xylene); 15 (cleaning xylene); 16 (cleaning ethanol); and the wax in wax bath 3 were set between 12:14pm and 17:04pm on 28 august 2020, which was following completion of the "fat" protocol started in retort b at 16:35pm on 27 august 2020, from which sub-optimal tissue processing was reported by the complainant. Although a user affirmed in the instrument software that the reagent concentration in both bottle 4 (80% ethanol) and 5 (95% ethanol) was to be set to the default value of 100% at 09:57:31am and 09:57:50am respectively on 27 august 2020, the ethanol concentration measured by the complainant in bottles 4 and 5 of 80% and 95% respectively on 28 august 2020 supports the information detailed by the fss that: "specifically, the customer placed 70% in bottle 3, 80% in bottle 4, and 95% in bottle 5. The customer, though, did not enter the correct concentration for bottles 4 and 5 (these were set as default of 100%)." As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 which contained 80% ethanol was used for the final dehydration step of the "fat" protocol started in retort b at 16:35pm on 27 august 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant, the root cause of the sub-optimal tissue processing was a use error, which occurred between 9:39:52am and 09:57:50am on 27 august 2020, when replacing the reagent in bottle 4, which has been designated as 80% ethanol by the laboratory. Information documented by the fss details that: "specifically, the customer placed 70% in bottle 3, 80% in bottle 4, and 95% in bottle 5. The customer, though, did not enter the correct concentration for bottles 4 and 5 (these were set as default of 100%)" prior to execution of the "fat" protocol started in retort b at 16:35pm on 27 august 2020, from which sub-optimal tissue processing was reported by the complainant. This contention is supported by the discrepancy between ethanol concentration measured by the complainant in bottle 4 of 80% and that calculated by the instrument software of 100%. The findings suggest that a user failed to correctly complete manual replacement of the reagent in bottle 4 (ethanol) in accordance with the information detailed in leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." On 31 august 2020, the complainant contacted leica biosystems and reported the following: "approx 135 was reprocess to sn 0265270b that was originally processed sn 0260271b under process/ ran to completion with no errors". This information is documented in trackwise complaint management system cn-109485. Manufacturer evaluation of the instrument logs for peloris ii rapid tissue processor serial number: (B)(4) found that the root cause of the sub-optimal tissue processing is due to incorrect regimen used for re-processing samples, which had been processed using peloris rapid tissue processor serial number (B)(4).

Event description:
Leica biosystems received a complaint that tissue samples which had been processed using peloris rapid tissue processor serial number 0260271b were "under processed". The complainant also advised that: "tissue appears slimy with a distinct smell of formalin. Program ran to completion without any error codes. No smell of formalin in wax chambers detected." On (b)6) 2020, the complainant measured the ethanol concentration in bottles 3-5 inclusive using a hydrometer and provided this information to leica biosystems. The variance between the measured and calculated concentration was found to exceed the acceptable limit of 5% in bottle 4, in which the measured ethanol concentration was 80% and the calculated concentration was 100%. On 01 september 2020, the assigned leica field applications specialist - core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss documented the following observations and findings: "customer replaced all reagents, and one wax station, prior to fas arrival. Prior to the event, the customer replaced multiple bottles. Specifically, the customer placed 70% in bottle 3, 80% in bottle 4, and 95% in bottle 5. The customer, though, did not enter the correct concentration for bottles 4 and 5 (these were set as default of 100%). During processing, bottle four (technically 80%) was used as the last ethanol prior to xylene." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from one (1) "fat run" protocol executed in retort b comprising 136 cassettes containing breast mastectomy, pelvic lymph nodes skin excision samples, which started at 16:35pm on 27 august 2020 and completed at 04:33am on 28 august 2020, with the size of the tissue samples detailed 3mm. On 02 september 2020, the assigned leica field applications specialist - core histology received information by email that all cases involved in this event were diagnosable.